Event description:
It was reported that the lead exhibited a gradual impedance decline, with bipolar impedance lower than unipolar impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.